Event description:
Additional information identified the patient's issue persists, however, no surgical intervention was planned at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient was unable to connect to the scs ipg with the patient controller since she underwent a hip replacement surgery. Reportedly, the patient stated the scs system was not set to surgery mode. A company representative met with the patient and attempted to connect to the ipg with the clinician programmer and the message "a problem was found with the generator that cannot be repaired" was displayed. Troubleshooting was unable to resolve the issue. Surgical intervention would be necessary to replace the patient's scs ipg.